Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to a syncopal episode. Upon review, the ICD was found to be in safety mode. The device was recommended to be replaced by technical services (ts). Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to a syncopal episode. Upon review, the ICD was found to be in safety mode. The device was recommended to be replaced by technical services (ts). Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. A memory error was recorded on november 22, 2020 followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.